Event description:
It was reported that the customer passed away. The customer's blood glucose reading at the time of death was 900 mg/dl. No other details were provided. The caller did not want the insulin pump back after analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.